Event description:
This is a case, which was reported to baxter (B)(4) on (B)(6) 2010. The complaint was received from a pharmacy and refers to accusol 35 on batch number 09d25g70. The reporter stated that there was a hole in the sealing noted before use. The occurrence date was unknown. No patient injury or medical intervention has been reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. As a sample was not available for analysis, the reported problem could not be confirmed and no root cause cold be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor our complaint reports for similar issues. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.